Event description:
It was received thru an email as "attached are registry reports from the uknjr." Bespoke report for: depuy gyros without legs. Produced on: (B)(6) 2021. Licensed for use until: (B)(6) 2023. This report summarizes the outcome of variants of the depuy gyros with legs in primary total hip replacement in patients registered in the national joint registry. 13 patients involved ¿ one revision for dislocation/subluxation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation was not possible, as the required lot number was not provided. The information received, will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.